Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600636 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The first clip would not open fully and third clip would not close around duct. There was no patient injury or consequence.